Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular oversensing resulting in secure sense episodes due to post-paced t-wave oversensing was noted. Technical support was contacted and suggested reprogramming the device to resolve the issue. The programming is anticipated to be performed at follow-up. The patient was in stable condition.

Event description:
Additional information received indicated the issue was resolved by reprogramming the device.